Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue. The following information was provided by the initial reporter: "no. 367342 batch no. 0282932. It was reported that the needle did not retract. (B)(6) 2021 15:57:37 (gmt) . Customer stated that it was reported to her this morning that when they were using the needle, it did not retract completely. The needle was sticking out after use. Only one incident has been reported to her so far and this happened this morning. She does have some unused needles to return for investigation, if needed. The patients blood did not have to be redrawn due to this and there was no needle stick. Customer prefers communication to go through email so she can share this information with her supervisor."

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue. The following information was provided by the initial reporter: "no. 367342 batch no. 0282932 it was reported that the needle did not retract. (B)(6): (B)(6) 2021 15:57:37 (gmt) customer stated that it was reported to her this morning that when they were using the needle, it did not retract completely. The needle was sticking out after use. Only one incident has been reported to her so far and this happened this morning. She does have some unused needles to return for investigation, if needed. The patients blood did not have to be redrawn due to this and there was no needle stick. Customer prefers communication to go through email so she can share this information with her supervisor."

Manufacturer narrative:
H6: investigation summary bd received 7 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for retraction with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for retraction with the incident lot was not observed as all product specifications were met. Bd was unable to determine a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.